Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm unexpected battery power loss due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer blood glucose level was 267 mg/dl. It was also reported customer had to replace battery and they took longer than usual to replace it and they received a battery out limit alarm on insulin pump screen before the open book image. The customer declined troubleshooting on insulin pump for battery out limit. The insulin pump will be returned for analysis.